Event description:
Attempted interstim part 1 placement with fluoroscopic guidance of needle positioning within the s3 foramen. The third sacral nerve was stimulated at different angles with different nerve placement, both on the right and the left. At no point did the patient feel any stimulation of either nerve root, nor did the patient exhibit any motor stimulation. Approximately a 45 minute attempt in different positions, originally thought the patient was not a candidate, procedure aborted. Surgeon and rep perfomed an interrogation of the stimulating cord, because of suspicions that the cord may not have been functioning properly.